Event description:
This is rptr's second complaint about the bd logic glucose meter. In 2005 the meter said that the blood glucose was 135. This was 2 hrs after their breakfast. Pt is using an insulin pump to control their diabetes. Pt decided to bolus 1 unit of insulin. This would bring their blood glucose down about 50 points. Pt also planned to have a banana, which would have about 15 grams of carbohydrate. The 1 unit of insulin would take care of that. Pt was attempting to do dishes and pt just crashed. Luckily their family member found them and called the rescue squad. They administered glucose and took them to the hosp. Pt's body temp was 94 degrees. Pt had sweat all over their t-shirt, outer shirt, pillow and couch. The ER did a good job with them but they would not let them go until their temp reached 96 degrees. This took about an hour. Pt is giving their bd meter away and will stick with an ultrasmart for future blood testing. This bd meter is a dangerous meter and should be taken off the market.